Event description:
Patient reported "suspected rupture, breast pain, deformation". Later healthcare professional reported " rupture, capsular contracture baker grade ii". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.